Event description:
Reporter alleged obtaining a discrepant blood glucose result of 153 mg/dl back to back with a result of 80 mg/dl mg/dl on the compact plus system when testing was performed less than 10 minutes apart. Reporter alleged that within 10 minutes of the 80 mg/dl, other results of 300 mg/dl, 172 mg/dl, and 148 mg/dl were also obtained on the same system. No actions were reported taken or treatment received after the readings were obtained. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.